Event description:
It was reported via phone call, that the customer received a battery out limit alarm, an unexpected restart alarm, and was exposed to moisture. Customer's blood glucose level at the time 170 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The pump also had a corroded motor. Unable to perform operating current test, verify battery out limit alarm, button/keypad unresponsive anomaly or other alarms due to the blank display. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.